Manufacturer narrative:
Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided section d6b - explant date: not applicable, lens remains implanted, therefore not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation, because it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a scratch was found, about 1 mm to 1.5 mm from the center of the back-side of the intra-ocular lens (iol) during the implantation. There was no resistance as usual during use of the injector and there is no problem with the patient¿s visual acuity after surgery. The lens remains implanted and no further details were provided.